Event description:
It was reported that a pump would not connect to the customer's wireless network. The device was tested with multiple wireless modules without success. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The device passed testing and was able to connect to the baxter medina gateway. The device was in specification and no malfunction could be identified.